Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided, which may include the returned device (if available), pictures, videos, event descriptions, and any additional field data, arthrex concluded the most likely cause of the reported failure. The most likely cause of the reported failure is a use error, including improper bone preparation and/or improper surgical technique associated with the device. Refer to dfu-0054-eo bio-fastak, fastak¿, suturetak® and fibertak® suture anchors revision 8 section g. Precautions. The complaint allegation was not confirmed. No evidence of that failure was received.

Event description:
On 05-feb-2026, an arthrex subsidiary employee reported via email that an ar-3600 fibertak suture 1.6 mm anchor pulled out while checking fixation. The procedure was completed using another ar-3600 fibertak suture 1.6 mm anchor. No significant surgical delay was reported, and nothing remained in the patient. No additional anesthesia was administered. No adverse patient effects were reported during or following the procedure related to this issue. The issue was discovered during a procedure on (B)(6) 2026.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.